Event description:
Event description guidant received information that this cardiac resynchronization therapy defibrillator (crt-d) and entire lead system was explanted. It was reported that when the device and lead system was initially implanted the procedure was not properly performed. It was reported that the device and the leads were not tied down and thus dislodged. Another physician performed the replacement surgery and wanted a whole new system. No allegation of malfunction. The device and lead systems were replaced with guidant products. There were no adverse patient effects reported.